Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician replaced the worn brake casters and rebuilt the brake block assembly to repair the bed.